Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13750. The patient reported when she uses the charger, it would begin getting hot after approximately 20 minutes of charging her ipg. The patient requested a new charger. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.